Event description:
During a procedure to place a port catheter, the guidewire was guided through the blue introducer and in the course of guiding the wire into the vein, the introducer slipped loose and floated down the vein out of reach. The guidewire location was confirmed using fluoroscopy and the tip was visualized using the same method. The tip could not be retrieved.